Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Angiogram photographs were submitted and reviewed. Based on the information submitted, following a tavr, a 14f manta was deployed for closure in the left common femoral artery.the vasculature was 8mm with minor calcification and manta deployment depth measured 3.5 + 1. There were no issues with the procedural sheaths; however, while attempting to introduce the manta sheath, it could not be advanced. A flouroscopy revealed the j wire was looped/kinked proximal to the access site. The wire was straightened, and the manta deployment commenced. The manta deployed subcutaneously; hemostasis was maintained with manual pressure until surgical repair was initiated to close the left common femoral artery. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. The IFU confirms to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
During a tavr procedure, manta deployed subcutaneously. When physician tried to introduce the manta sheath it would not advance, he looked with fluoro and revealed that the long j wire was looped/kinked proximal to the access point. The wire was straightened and proceeded with the deployment. Hemostasis was maintained with manual pressure until the surgical repair to close the arteriotomy in the left common femoral artery was completed. Outcome of patient post op was fine.